Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 31mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was miscounting carbohydrates, the basal/temp basal settings were incorrectly programmed and there was an incorrect manual calculation of dosage. The basal delivery totals in total daily dose (tdd) match active basal program total, the basal history matches the active basal program, the bolus totals match and all boluses are recorded as programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly programming basal/temp basal settings and incorrect manual calculation of dosage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming basal/temp basal settings and incorrect manual calculation of dosage).

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: the bb shows dates from (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.